Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation, and correction to fields d9, e1, e2, e3, and e4. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. Olympus confirmed, foreign material came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that most likely, the user could not perform reprocessing properly, due to lose of water tightness caused by a pinhole on the bending section cover. The event can be detected/prevented, by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.